Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; although specific value was not provided. Cause was not known. Customer consumed glucose tablets to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.